Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was experiencing hardness in the left breast. Upon an in-office exam with a medical professional, she was diagnosed with baker grade IV capsular contracture of the left breast. As a result, the patient underwent unilateral removal and replacement with a 275cc mentor memorygel breast implant on (B)(6) 2022.